Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump battery gauge was inconsistent. Subsequently, the pump shut down. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and declined to provide further information.